Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/08/2018, that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. Loss of connection was confirmed, however, the device operated within specification. The probable cause could not be determined. No additional event or patient information is available

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. A data investigation will not be performed as signal loss up to one hour is within specification. A probable cause could not be determined. No additional event or patient information is available.